Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the tubing. As contact did not have pump at time of report, troubleshooting could not be performed. Customer's blood glucose was within range (value not provided).